Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns; guide cath: sheathless 6.5f, jl4. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion, such that the balloon ruptured upon the first inflation at 12 atm which is below the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, moderate calcification, an eccentric lesion, de novo, 90% stenosed, with target vessel diameter of 2.5 mm and target vessel length of 12 mm. An attempt was made to pre-dilate the lesion with a 2.5 x 12 mm voyager nc, but the balloon ruptured at 12 atmosphere after 15 seconds during the first inflation. The voyager nc was exchanged for a non-abbott balloon and the procedure was completed. There were no adverse patient effects. No additional information was provided.